Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics. It was unable to verify rewind anomaly and battery icons anomaly due to blank display. Pump had corroded motor home switch. The insulin pump was received with severely scratched display window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a black circle on the middle. The customer's blood glucose was 8.9 mmol/l at the time of incident. The customer stated that the insulin pump was not dropped prior to the issue. The customer stated that the insulin pump was able to rewind. The insulin pump will be returned for analysis.